Event description:
It was reported by the patient¿s legal guardian that the patient¿s blood glucose level increased to above 250 mg/dl overnight after an unspecified duration of pod wear. The reporter indicated that the pod had been filled with 200 units of novorapid insulin at approximately 17:45. Later, at approximately 19:30, the patient programmed a bolus dose and went to sleep, subsequently experiencing hyperglycemia overnight. It was noted that the omnipod controller was not nearby, preventing the patient from hearing the high blood glucose alarms. The following morning, the patient experienced anxiety. The legal guardian consulted a healthcare professional by telephone, who advised removing the pod and transitioning to manual insulin injections. No in-person visit, medical diagnosis, or medical intervention was reported. The legal guardian stated that the cannula had not inserted correctly into the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.